Manufacturer narrative:
H3 device evaluation: lens was returned in a micro-centrifuge vial, in liquid with residue/debris on the product. Visible inspection found no visible damage to the lens and fiber on the lens. Dimensional inspection found the lens within specifications. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and elevated intraocular pressure. The lens was explanted. The problem was resolved.

Manufacturer narrative:
Manufacturer narrative: iop elevation from baseline, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)